Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.